Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. On the event date of 17-jul-2025 of the daily total collection start time, the daily total of basal insulin delivered = 18.125 u and daily total of bolus insulin delivered = 6.7 u which is equal to the daily total of all insulin delivered = 24.825 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior on the event date of 17-jul-2025, these pump error(s)/alarm(s) were noted. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 at 09:27:13.000 and 09:37:00.000, on (B)(6) 2025 at 23:43:13.000, on (B)(6) 2025 from 05:43:00.000 until 08:58:18.000 during bolus, basal and fill cannula deliveries. Stuck button alarm on (B)(6) 2025 at 00:10:30.000 and 00:15:29.000, pump error 43 alarm on (B)(6) 2025 at 19:47:53.000 and on (B)(6) 2025 at 09:20:37.000, pump error 41 on (B)(6) 2025 at 19:47:53.000 and pump error 130 alarm on (B)(6) 2025 at 10:21:09.000. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. All buttons function properly. Pump was cut open to perform visual inspection and found corroded motor home switch, moisture damage on da1, j1/pcba 1, moisture damage force sensor and keypad flex tail. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, scratched case and cracked up and down button keypad overlay during the visual inspection. Unable to verify customer alleged for high bg. No delivery alarm/insulin flow blocked alarm confirmed in the pump history due to moisture damage on the force sensor. Pump error 41, 43 and 130 confirmed in the pump history due to corroded motor home switch. Stuck button alarm confirmed in the pump history due to moisture damage on da1, j1/pcba 1 and keypad flex tail. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with unresponsive keypad buttons. The customer reported blood glucose value of 298 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer was trying to correct his blood glucose level but the buttons weren't working to deliver the bolus. No further complications were reported. The customer will discontinue to use the insulin pump. Product return is required for mmt-1886.